Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 18 g x 1 1/2 in. Bd¿ 3 ml bd luer-lok¿ blunt fill needle had a white, almost silicone like substance around the needle and red plastic piece. This occurred on 2 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Investigation summary: two loose 3ml syringes with needles were received and evaluated. It was observed the white epoxy that secures the cannula to the hub slightly overflowed onto the outside of the hub in both samples. No visual defects were observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause not identified because the defect found is related to the needle process. This complaint will be sent to the needle supplier for awareness of the product defect found. No corrective actions are necessary based on the defective rate identified. Lot 8275993 is considered in compliance with the product specification requirements.

Event description:
It was reported that a 18 g x 1 1/2 in. Bd¿ 3 ml bd luer-lok¿ blunt fill needle had a white, almost silicone like substance around the needle and red plastic piece. This occurred on 2 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
The correction is as follows: b.3. Date of event: (B)(6) 2018.

Event description:
It was reported that a 18 g x 1 1/2 in. Bd¿ 3 ml bd luer-lok¿ blunt fill needle had a white, almost silicone like substance around the needle and red plastic piece. This occurred on 2 separate occasions but the date/time and or patient information is unknown.